Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00377945. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that the date of surgery is (B)(6) 2019. On (B)(6) 2019, mentor became aware that the date of surgery has been moved to (B)(6) 2019 and the concomitant left side product is catalog number: 3504504bc; serial number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture baker grade IV concomitant medical products: left 450cc mentor memorygel breast implant; catalog number: 3504504bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00377945. It was reported that a (B)(6) pacific islander female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and was presented with right capsular contracture baker grade IV confirmed by the physician on (B)(6) 2018. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 1/2/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the replacement device was only for right side mentor memorygel breast implant 450cc. Left side has no implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2020, during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/22/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/12/19, it was reported to mentor that the patient experienced bilateral capsular contracture baker grade IV on the right breast and capsular contracture baker grade ii on the left breast implant. The patient developed worsening, tender and painful hardening and deformation of the right breast implant. Note: initial reporter information: name: (B)(6). Manufacturer¿s reference number: (B)(4).